Event description:
It was reported that during a routine two-year service, when the ECG asystole function was tested, there was no audible alarm, and no visual alarm from the led strip on the top of the unit. There was no patient injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.